Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm and drive support cap was loose. Customer's blood glucose was 230 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The pump had a motor error alarm during the rewind due to a loose motor support disk causing the home switch to overtighten on the motor shaft. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the operating currents due to the motor error alarm. The motor passed the motor test. The pump was received with a loose/protruded drive support disk, a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a stained end cap sticker, and a scratched reservoir tube window.